Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have had low blood glucose and the paramedics were called about two or three months prior to call. Customer reported that she was fine before paramedics got to her home so she was no attended to. Customer does not remember date paramedics were called and does not remember blood glucose reading, but states that it has gone as low as 48 mg/dl. Customer treated low blood glucose with food. Customer also reported that when changing reservoir insulin pump was not rewound but suspended. Customer was advised against this method. Customer was not able to give any further information and had to hang up the phone.